Event description:
It was reported that the patient experienced a frequent charging of the implantable pulse generator (ipg) and had an inadequate stimulation due to high impedances on the leads. The patient underwent a spinal cord stimulator (scs) system replacement procedure. The explanted products will not be returned per hospital policy and patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 707(B)(6) UDI: (B)(4) product family: scs-lead fixation upn: m365sc43180 model: sc-4318 batch: 31173676 UDI: (B)(4)

Event description:
It was reported that the patient experienced a frequent charging of the implantable pulse generator (ipg) and had an inadequate stimulation due to high impedances on the leads. The patient underwent a spinal cord stimulator (scs) system replacement procedure. The explanted products will not be returned per hospital policy and patient was doing well postoperatively.

Manufacturer narrative:
Investigation results, media review, device analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.